Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
Updated: d8, d9, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported error e433 and observed error e460 issues were found to be the result of a faulty high voltage power supply board and faulty generator board. A definitive root cause of the circuit board failures could not be determined; however, it is possible that a resistor on the motherboard was damaged by a short circuit on the high voltage power supply board, resulting in a blown fuse. The event may be detected/prevented by following the instructions for use which state: the user should check the function of all devices used prior to a procedure and that a suitable replacement device must be provided during an application. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the hf unit "esg-400" had a e433 error and restarted automatically. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.